Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd plastipak¿ syringe the syringe was wider around the 16 ml mark. As a result, liquid has flowed out of the syringe during a cytostatic preparation.

Manufacturer narrative:
Investigation summary: fifteen sealed samples belonging to lot number 1804221 were received for evaluation by our quality engineer. A device history record review did not reveal any quality issues during the production of lot number 1804221 that could have contributed to the reported incident. Investigation conclusion: through visual inspection of the returned samples, no damages or molding defects were observed and the stoppers were correctly assembled. Leakage testing was performed and all fifteen samples performed according to procedure with no signs of leakage. Root cause description: based on the investigation results, a manufacturing defect could not be identified and therefore, a definitive root cause could not be determined for this incident. Rationale: since no manufacturing defect has been found, no corrective action is taken. Complaints received for this device and defect will be reviewed by our quality team for signs of emerging trends.

Event description:
It was reported that during use of the bd plastipak¿ syringe the syringe was wider around the 16 ml mark. As a result, liquid has flowed out of the syringe during a cytostatic preparation.